Event description:
It was reported that, "this was a revision of a revision. Pt fell and parts became unstable. Revision parts were removed, new parts were cemented. The (B)(6) 2010 is the date for the revision of the primary."

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat# 5565-s-017, lot# m2m08d, description: tri press-fit stem 17mm x 100mm. Cat# 5540-a-302, lot# yexb, description: triathlon femoral distal augment 5mm - size 3 right. Cat# 5540-a-302, lot# yard, description: triathlon femoral distal augment 5mm - size 3 right.